Event description:
It was reported that 2 days after a coronary drug eluting stenting treatment procedure, the pt returned with a subacute thrombosis. In 2004, the physician deployed a taxus express2 3.0 x 24 mm drug eluting stent at 14 atms for 21 seconds in a lesion in the mid-lad. The lesion was not predilated. The pt developed EKG changes during the insertion of the taxus stent, however, denied chest pain. The stent was postdilated and the delivery system was pulled back into the guide with difficulty. Intracoronary nitroglycerin was administered. The physician then repositioned the wire into the circumflex artery. He then attempted to advance the second taxus express2 3.0 x 24 mm drug eluting stent, but was unable to cross. He removed it and predilated the lesion with a maverick 2.5 x 15 mm balloon and was then able to cross the lesion and deploy the taxus stent in the mid-circumflex at 18 atms for 46 seconds. EKG changes were again noted, but the pt denied chest pain. The stent was not postdilated. Angiomax was administered during the procedure. No procedural complications were noted. Two days later, the pt returned to another facility with unknown symptoms. It was determined that the pt was suffering a sat in the taxus express2 stent in the circumflex. Ivus confirmed that the taxus express2 stent in the circumflex was not well deployed. It is unknown what treatment was undertaken for the sat. The pt status is reported to be good.